Event description:
Event verbatim. Blood glucose increased, was to 500mg / dl. The pen is locked, it does not deliver the medication. This serious spontaneous case from brazil was reported by a consumer as "blood glucose increased, was to 500mg / dl" with an unspecified onset date, and "the pen is locked, it does not deliver the medication" with an unspecified onset date, and concerned a female patient who was treated with novopen 4 (insulin delivery device) from unknown start date due to "type 1 diabetes mellitus". Medical history included type 1 diabetes mellitus, and depression. The patient's height, weight and body mass index (bmi) was not reported. Concomitant products included novolin n penfill (insulin human) suspension for injection 100 iu/ml, novofine 6 mm(needle) on an unknown date it was reported, that the patient's pen was not working. The patient's daughter informed, that the patient used nph insulin with novopen 4. The pen was locked, and did not deliver the medication. The patient's daughter thought, that she was applying the medication to the patient, but the blood glucose increased. On an unknown date the blood glucose was to 500 mg/dl, and the patient was hospitalized for nine days. The patient used the pen with novofine 6 mm needles. On (B)(6) 2016 it was reported, that a the flow verification test was performed and the pen functioned normally. Action taken to novopen 4 (insulin delivery device) was not reported. The outcome for the event "blood glucose increased, was to 500mg / dl" was unknown. The outcome for the event "the pen is locked, it does not deliver the medication" was recovered.

Event description:
Case description: on 12-aug-2016, the reporter contacted the call center who walked the reporter through a flow verification test for the suspect device and the device functioned normally. No further information was obtainable. Name: novopen® 4. Batch number: cug0201. A batch trend report was created. Nothing abnormal was found. The product was not returned for examination. Since last submission of the case the following has been updated: - investigational result. - flow verification test by the patient. Final manufacturer comment: on 20-sep-2016 as novopen 4 has not been returned to novo nordisk a/s for investigation and only very limited information regarding the handling of suspected device is available, it is not possible to identify a clear root-cause of the experienced adverse event and thus find similar incidents to the one reported in argus case (B)(4). Evaluation summary: a batch trend report has been created. Nothing abnormal was found. The product was not returned for examination.